Manufacturer narrative:
The evaluation noted that revision reported was likely the result of prosthesis wear which may have been due to third body wear, an alignment issue, and/or a patient related condition which could have led to the reported pain. Additionally, the decision to increase the tibial insert thickness may have been due to the patient experiencing joint instability which may have also contributed to the reported pain. However, this cannot be confirmed because the components were not returned for evaluation. The most probable root cause for the reported failure is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2021-00041.

Event description:
As reported, the patient had a l knee revision due to patella wear over a period of time. The surgeon chose to exchange the cr 9mm liner for a logic 13mm constrained liner. Implants were well fixed. The implanted patella was badly worn. Surgeon thinks this debris was the cause of pain. The exactech patella component was worn. Patient information is not available. Patient was last known to be in stable condition following the event. The device is not available for evaluation because the device was discarded.